Event description:
It was reported that artificial urinary sphincter (aus) device had fluid loss due to hole in cuff. Patient experienced urinary continence. Patient underwent a surgical procedure to explant and replace all components. The explanted cuff was filled on the table, revealing a pinhole leak.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that artificial urinary sphincter (aus) device had fluid loss due to hole in cuff. Patient experienced urinary continence. Patient underwent a surgical procedure to explant and replace all components. The explanted cuff was filled on the table, revealing a pinhole leak.